Event description:
A concerto bipolar needle electrode was being used for therapeutic ablation of a hepatic tumor during a post-market clinical study. Upon completion of the procedure, a thermal injury was noted to the small bowel wall. A resection of approximately one and one-half inches of the injured portion of small bowel was performed with anastomosis.